Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about having to change the battery on the insulin pump frequently. Customer also stated that has had to restart the rewind several times to complete it and that the act button occasionally sticks. Customer declined to troubleshoot; he just wanted to document the event. Nothing further reported.